Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument exhibits scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratches marks measured roughly 1.01 mm x 2.21 mm. There was not any material missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had ripped insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was located on the gray portion of the tip cover accessory. It was exposing the orange surface. There were tears/missing materials on the tip cover accessory.